Manufacturer narrative:
The device was discarded at the hospital. Perforation of the pulmonary artery is listed as a potential complication in the product IFU: factors associated with the development of fatal pulmonary artery rupture during the use of flow-directed balloon-tipped catheters are pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation and other vascular traumas. The IFU further notes: spontaneous catheter tip migration towards the periphery of the lung occurs during cardiopulmonary bypass. Partial catheter withdrawal (3 to 5 cm) just before bypass should be considered, as it may help reduce distal migration and prevent permanent catheter wedging post-bypass. After termination of bypass, the catheter may require repositioning. Check the distal pulmonary artery tracing before inflating the balloon. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time.

Event description:
It was reported that ¿injury to the pulmonary artery was caused by the balloon inflation on the first day of use. The catheter was inserted deeper than usual. Coil embolization was performed to the injured vessel and the patient was discharged from the hospital.¿ the customer commented that the problem was not device related. Additionally, it was reported that the catheter was probably inserted under radiographic guidance.